Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received that this patient is known to be pacer dependent; thus, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and was used as a temporary right ventricular (rv) pacer. This temporary pacing will be in place until infection is cleared. No additional adverse patient effects were reported.